Event description:
It was reported that the tip of the instrument was broken during use. No patient complications were reported.

Manufacturer narrative:
(B)(4). A review of the device history records did not identify any applicable nonconformance to specification.